Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain especially left sided') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, nickel sensitivity, penicillin allergy, endocervical squamous metaplasia, paratubal cyst, d & c and overweight. Previously administered products included for an unreported indication: albuterol and advair diskus. Concurrent conditions included dysfunctional uterine bleeding, ovarian mass, benign ovarian cyst, dysmenorrhea, right lower quadrant pain, left lower quadrant pain and abdominal pain. On (B)(6)-2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), ovarian cyst ("benign hemorrhagic ovary cyst") and haemorrhagic ovarian cyst ("benign hemorrhagic ovary cyst"). The patient was treated with surgery (essure removal/laparoscopic assisted vaginal hysterectomy, left salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, ovarian cyst and haemorrhagic ovarian cyst outcome was unknown. The reporter considered dysfunctional uterine bleeding, haemorrhagic ovarian cyst, ovarian cyst and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6)2009 as per mr, discrepancy noted in date of removal :(B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2009: impression: satisfactory position essure device with occluded fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information, race information, medical history, lab data, auto narrative supplement and rcc were added. Event "medical device removal" was updated to pelvic pain especially left sided. Events benign hemorrhagic ovary cyst, dysfunctional uterine bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.